Manufacturer narrative:
.

Event description:
It was reported that non-sustained ventricular tachycardia due to noise was observed on three channels. The noise was not reproducible. Both device and lead were explanted and replaced. The patient was fine after the procedure.